Event description:
Procedure: esophagectomy. According to the reporter: at the 4th replacement of the sulu, it could not be loaded properly and the device could not fire. Then both the battery and adapter were reset with the device and another sulu was loaded to try again. Then the following failure occurred" while keeping the blue button pushed for a while, a doctor found the cartridge knife started to be closed. At the last moment before it was closed completely, the cartridge automatically rotated to the left and it clamped. The jaws locked on the tissue, however, there was no tissue damage during release of the jaws from the tissue. Operating time was not extended. It is unk whether reinforcement material was used. The last known pt status was reported as good.

Manufacturer narrative:
(B)(4).